Event description:
The customer reported, an increase in pressure injuries with use of the progressa bed. The bed was located at the account. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The customer reported, an increase in pressure injuries with use of the progressa bed. No device malfunction was reported. The patient associated with the reported bed (serial number (B)(6)) was admitted on (B)(6) 2023. A stage 0 pressure sore on buttock ¿g¿ was declared on (B)(6) 2023. On (B)(6) 2023, a stage 0 pressure sore was declared on buttock ¿d". Information including treatment provided, patient medical history, accessory devices utilized, and the institution¿s positioning protocol were not provided. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy, or percussion/vibration therapy. Additionally, the instructions for use (IFU) states, the therapy surface is not a substitute for good nursing practices. Therapy modes should be used in conjunction with good assessment and protocol. Failure to follow good nursing practices may result in patient harm. The development of pressure injuries is multifactorial. And cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow. Which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach. Including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc. And exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Additionally, the device instructions for use (IFU) states, the therapy surface is not a substitute for good nursing practice and the device therapy modes should be used in conjunction with good assessment and protocol. Pressure injuries are often staged or categorized on a number system ranking in severity from 1-4. A stage "0" would suggest, that there was no presence of a pressure injury per se, but likely evidence of localized pressure on the area. It is reasonable to conclude that the report of a stage 0 area would be a precursor to a pressure injury, with characteristics including an intact blanchable reddened area of the skin. A reddened area of the skin is the first symptom of pressure on your skin, a warning signal. Once the pressure is removed, the redness fades and no damage has occurred. Redness is not a serious injury and does not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. In this event, based on the details provided (stage 0 with no reported medical intervention), it is reasonable to conclude that the patient did not sustain permanent impairment of a body function or permanent damage to a body structure. And did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Which concludes no serious injury occurred. At this time, an inspection of the device is pending. And functionality of the device cannot be confirmed. If any additional relevant details are received, the complaint will be reassessed.

Event description:
The customer reported an increase in pressure injuries with use of the progressa bed.the bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported an increase in pressure injuries with use of the progressa bed. No device malfunction was reported. The patient associated with the reported bed (serial number (B)(6)) was admitted on (B)(6) 2023. A stage 0 pressure sore on buttock ¿g¿ was declared on (B)(6) 2023. On (B)(6) 2023, a stage 0 pressure sore was declared on buttock ¿d.¿ information including treatment provided, patient medical history, accessory devices utilized, and the institution¿s positioning protocol were not provided. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. Additionally, the instructions for use (IFU) states the therapy surface is not a substitute for good nursing practices. Therapy modes should be used in conjunction with good assessment and protocol. Failure to follow good nursing practices may result in patient harm. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc. And exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Additionally, the device instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice and the device therapy modes should be used in conjunction with good assessment and protocol. Pressure injuries are often staged or categorized on a number system ranking in severity from 1-4. A stage "0" would suggest that there was no presence of a pressure injury per se, but likely evidence of localized pressure on the area. It is reasonable to conclude that the report of a stage 0 area would be a precursor to a pressure injury, with characteristics including an intact blanchable reddened area of the skin. A reddened area of the skin is the first symptom of pressure on your skin, a warning signal. Once the pressure is removed, the redness fades and no damage has occurred. Redness is not a serious injury and does not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. In this event, based on the details provided (stage 0 with no reported medical intervention) it is reasonable to conclude that the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. At this time, an inspection of the device is pending, and functionality of the device cannot be confirmed. If any additional relevant details are received, the complaint will be reassessed. Clinical evaluation update (B)(6) 2023. An inspection of the progress bed was performed by hillrom and no malfunction was identified. The bed functioned as designed.